Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in trends related to the complaint issue. Additionally, an increase in trends was not identified for reagent lot 75091fz01. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 75091fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 75091fz01 was identified.

Event description:
The customer observed false nonreactive alinity I hbsag for two patients. The following results were provided: hbsag reference range <0.05 iu/ml patient 1, 38-year-old female that is 38 weeks pregnant, initial hbsag result= <0.01 iu/ml, repeat result= negative (no specific results provided); repeat result on roche= 1.5 s/co (reference range <1 s/co); (B)(6) 2025, historical hbsag result= positive (0.09 iu/ml). Additional results were provided: anti-hbs= negative; hbeag result= negative; anti-hbe result= positive (0.02 s/co); anti hbc= 7.34 s/co. Patient 2, 62-year-old female with coronary atherosclerotic heart disease, initial hbsag result= 0.02 iu/ml; repeat result= negative (no specific result provided); repeat result using roche= 2.0 s/co; (B)(6) 2025, historical hbsag result= positive (0.24 iu/ml). Additional results were provided: anti-hbs result= negative; hbeag result= negative; anti-hbe result= positive (0.03 s/co); anti-hbc result= 7.98 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a2 - age at time of event: 38 and 62. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53, architect hbsag, with PMA number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive alinity I hbsag for two patients. The following results were provided: hbsag reference range <0.05 iu/ml patient 1, 38-year-old female that is 38 weeks pregnant, initial hbsag result= <0.01 iu/ml, repeat result= negative (no specific results provided); repeat result on roche= 1.5 s/co (reference range <1 s/co); (B)(6) 2025, historical hbsag result= positive (0.09 iu/ml). Additional results were provided: anti-hbs= negative; hbeag result= negative; anti-hbe result= positive (0.02 s/co); anti hbc= 7.34 s/co. Patient 2, 62-year-old female with coronary atherosclerotic heart disease, initial hbsag result= 0.02 iu/ml; repeat result= negative (no specific result provided); repeat result using roche= 2.0 s/co; (B)(6) 2025, historical hbsag result= positive (0.24 iu/ml). Additional results were provided: anti-hbs result= negative; hbeag result= negative; anti-hbe result= positive (0.03 s/co); anti-hbc result= 7.98 s/co. There was no impact to patient management reported.